Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Multiple MDR's were reported for this event. Please also see associated events: 0001825034 - 2018 - 02512. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device remains implanted.

Event description:
It was reported the patient has pain and hip problems post primary implantation. The patient has reportedly been diagnosed with heavy metal poisoning due to cobalt and chromium particles. Attempts have been made and no further information has been made available at this time.